Event description:
Caller reported event involving prostiva system. Before starting a procedure, they were going to plug in the machine and the connection piece broke off inside of the machine. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).